Manufacturer narrative:
We have now concluded our investigation for the complaint received. A review of the associated batch manufacturing records did not identify any issue at the point of manufacture which may have caused or contributed to the issues (low adhesion and creasing) highlighted by the complainant. In addition it can be confirmed that all finished product specification testing was satisfied at the point of release. The returned samples were visually and functionally evaluated. Creasing on the adhesive film was observed on all samples. A functional evaluation did not confirm low adhesion on any samples. All samples adhered to the skin as expected. The creasing of the film did not affect the performance of any of the samples. There are checks in place to prevent creasing of the film. If creasing is identified during in-process checks, it is tabbed and recorded in the fault log. On this occasion the operator appears to have missed the issue. Minor creasing can sometimes occur in the film during the adhesive application process at the start or end of the roll. Again visual checks are in place to identify this. As in-process checks failed to identify creasing to the film on this rare occasion, the probable root cause is manufacturing process error. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that the film was creased and low adhesive. No case reported.